Event description:
The patient presented to the emergency room and reported feeling dizzy and ¿boom¿ was out. Follow up information was obtained and indicated that the patient had received an appropriate shock and the device function was normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947 implantable tachy lead (B)(6) 2007 5072 implantable pacing lead (B)(6) 2000. (B)(4).